Event description:
It was reported that the right ventricular lead exhibited sensing noise. It was noted that the capped lead may have been hitting against the current rv lead causing the noise. No intervention was performed. The patient was in stable condition.